Manufacturer narrative:
Result: damaged footboard litter.

Event description:
It was reported by service report that the footboard was not working. It is unk if there was pt involvement or adverse consequences to report.